Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. It is possible the foreign materials were not removed due to improper reprocessing. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the events. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿sheathing at the distal end is defective¿ was not confirmed. The following findings were also noted during device evaluation: air/water-cylinder has no color, suction-cylinder has no color, light guide lens has a crack, due to damage on auxillary channel, water tightness is lost, due to a cut on the bending section, water tightness is lost, due to a crack on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, light guide lens has a crack, adhesive on bending section has a crack, and connecting tube has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope sheathing at the distal end is defective during preparation for use. Upon inspection and evaluation, air/water tube and cylinder have foreign material, and objective lens has foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.